Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator intermittently fails the internal leakage sub-test during the pre-use checks tests. There was no patient involvement. (B)(4).

Manufacturer narrative:
The expiratory pressure transducer tube was returned for investigation. This tube supplies the pressure from the expiratory cassette to the expiratory pressure transducer. Microscopic inspection concluded that there are tiny cracks in the tube and, testing in a reference ventilator confirmed a small leakage as a result. The device logs confirmed the reported problem during the pre-use checks tests, indicating a leakage within the ventilator system. A small leakage will not affect on-going ventilation and will be detected during the pre-use checks tests. The root cause for why the expiratory pressure transducer tube had small cracks, has not been determined from this investigation. We could trace back the reported problem to (B)(6) 2015. Therefore, the date of event was determined to be (B)(6) 2015.

Event description:
(B)(4).